Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances. It is likely that inadvertent interaction from the second clip caused the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip caused damage to another clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip (90506u292) was implanted with no issue. During deployment of the second clip (90506u293), the second clip interacted with the first clip, causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment / slda). The second clip was able to be deployed to stabilize the slda clip. An additional clip was implanted, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.